Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported on (B)(6) 2016 a revision surgery was performed to complete the revision surgery that was attempted on (B)(6) 2016 and remove the tip of the driver that was stuck in the plug (reports 3003853072-2016-00052 and 3003853072-2016-00053). Two surgeons were involved in order to shorten the surgical time and consequentially the anesthesia time. To remove the plug with the tip of the driver stuck the surgeon had to use a milling machine. The part and lot number of the plugs and rods that were removed are unknown.

Manufacturer narrative:
The two screwdrivers that were fractured in this event were returned for inspection and evaluated in (B)(4). A review of the manufacturing records did not reveal any discrepancies with these drivers that would have contributed to this event. The associated plugs from this procedure were not returned and therefore no product evaluation was able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. The investigation has been completed with an undetermined root cause as the available information is insufficient to permit a valid conclusion, however, the driver labeling was reviewed and found to contain instructions regarding proper device usage. Hospital chose not to return implant.